Manufacturer narrative:
Initial reporter address: full facility name is (B)(6). The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of "¿insufficient flow of air / water (a/w) nozzle¿, poor drainage of objective lenses" . The issue found to be due to foreign material clogged inside the a/w nozzle. Device evaluation noted the ¿insufficient flow out of air / water nozzle¿ was reproduced. When the appearance of the nozzle was inspected, black foreign material clogged in the nozzle was found. The black foreign material caused the nozzle to clogged. The black foreign material was inspected through component analysis inspection, it was noted to be as silicone-based substances however, it could not specifically specify what particular type of silicone ( as silicone-based substances including watertight packing, silicone-based glue, silicone members have various usage, could not specify with this analysis what it was). In communication with the facility, it was noted that the reprocessing at the facility has been implemented in line with the instruction for use ( IFU), and the causal relationship with the clogged foreign material is unknown. Review of device history records (dhrs) showed the device was shipped in accordance with specifications. Device repair history review noted distal end nozzle, play on angulation control knob, insufficient angulation of bending tube and glue on a-rubber are the faults found during repair and completed on (B)(6) 2022. No misuse was reported. The exact root cause of the suggested event (phenomenon) could not conclusively specify however , it was recommended to the customer to maintain a pre-use check and periodic check. Olympus will continue to monitor complaints for this device.

Event description:
It was reported, when the facility staff used the device for procedures (unspecified), it was confirmed that the amount of air and water supplied was insufficient, and that the objective lens was not properly drained. According to the report, the device was used as is and the intended procedure was completed. No health hazard was reported. There is no patient infection associated on this reported event. No patient harm, no user injury reported. Device return evaluation found clogging nozzle, foreign material exiting from the device channel was observed. This reported is being submitted for foreign material found exiting from the channel on device evaluation.